Manufacturer narrative:
H3: one device was received. Device was visually inspected and the downstream occlusion (dso) seal was found to be delaminated. The dso seal was replaced. During the functional testing, the customer reported complaint was partially confirmed through visual inspection and power up test. The device did not power on with the communication module but does power on properly with aa batteries and battery door. The communication module was found to be defective and is a non-repairable part. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device couldn't power up. The battery was replaced, and the device was kept on charge, but as soon as it was unplugged, it turned off. The event occurred upon power on and no patient involvement was reported.